Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('concern that the device had migrated') in a 38-year-old female patient who had essure (batch no. B97485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (laparoscopic hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain lower, vaginal discharge and genital haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: reporters were added. Lot no. Was added. Patients demographic was added. New events- pelvic pain, cramping, heavy bleeding and vaginal discharge were added & one event was updated from medical device removal to migration. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('concern that the device had migrated'). In a 38-year-old female patient who had essure (batch no. B97485), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (laparoscopic hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain lower, vaginal discharge and genital haemorrhage outcome was unknown. And the pelvic pain had resolved. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. The patient was treated with surgery (laparoscopic hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. The patient was treated with surgery (laparoscopic hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.